Event description:
It was reported that a customer experienced a cracked and shattered touchscreen on their insulin pump, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The customer had bumped into a wall, railing, or counter, causing the damage. Technical support resolved the issue by sending a replacement pump, advising that it would have updated software. The customer acknowledged instructions to use multiple daily injections as a backup and to return the damaged pump to avoid charges. Additionally, instructions were provided for storing the pump and connecting the continuous glucose monitor to the new device.